Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead were explanted due to dislodgement. A capture threshold anomaly was also reported on the hospital implant registration form. The right ventricular lead was not replaced. The implantable cardiac defibrillator was electively explanted because it was deemed to be unneccessary without a connection to a lead and that the patient would not need it in the future. The patient was stable before, during, and after the procedure.